Event description:
It was reported that the right ventricular (rv) lead was unable to capture at full output. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was further reported via review of performance data that the rv lead had high impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.